Manufacturer narrative:
Na

Event description:
It was reported by sales assistant at stryker (B) (4), that the washer and the nut were missing. It was further reported that this allowed the wheel to become detached.